Event description:
Note: date of event is unk. It was reported to boston scientific corporation that a uromax ultra dilatation balloon was used during an unknown procedure. According to the complainant, during the procedure; the balloon burst inside the patient at an unknown pressure. The case was completed with another uromax ultra balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event. (B)(4).